Event description:
It was reported that one day post placement of a fred x stent, the patient was re-admitted with a left hemispheric stroke. There were no complications during the placement of the fred x stent in the left ica. The vessel's proximal size was approximately 4.5 mm. The vessel's distal size was approximately 3.83 mm. One day post procedure, however, the patient had a large ophthalmic segment aneurysm and was re-admitted with a left hemispheric stroke. A clot was noticed on the distal portion of the fred x device. It was reported that the patient was non-compliant with post-procedure treatment protocol.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and is therefore not available for return to the manufacturer for analysis. Additionally, the procedural images were not made available for review. On this basis, the event as described could not be confirmed. The instructions for use (IFU) identifies stroke or tia (transient ischemic attack as a potential complication associated with use of the device.